Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On the same day, it was reported that the patient was trying to pair new sensor but it was not connecting and had to try it a couple of times. When the displays were searching the sensor, the patient fell asleep. He woke up at around 9am checking both omnipod 5 insulin pump and dexcom app and neither had connected. The child was not feeling good during that time but he didn't tell his parent. (No bgfs taken at the time that the patient was still at home). The patient still went to school and when it was time for the nurse to check his bg, they noticed that it was high. The patient wasn't feeling good, was having increased thirst, increased urination, and appeared to be sweaty. The patient's parent picked the patient up from school and went over to the hospital. They gave him IV fluid. Patient stayed less that 24 hours and had to be transported via ambulance to the children center where he was given insulin injection and insulin through IV. The patient got discharged on (B)(6) 2025. No other details were documented. Performance data was reviewed. The allegation was confirmed via data as a sensor failure after warm-up. The probable cause was determined to be high counts aberration. No additional patient or event information is available.